Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that insulin pump was not beeping. Blood glucose was 290 mg/dl, 260mg/dl, 290 mg/dl, 350 mg/dl. The insulin pump will not be returned for analysis.